Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at external iliac artery (eia). A 5.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, after an unspecified guide wire was advance, dilatation was performed with the balloon. However, during first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR.: the tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal to the distal edge of the distal markerband. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at external iliac artery (eia). A 5.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, after an unspecified guide wire was advance, dilatation was performed with the balloon. However, during first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.